Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The reported event of a loss of connection was confirmed. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2015 to report a loss of connection between the transmitter and reciever that occurred on (B)(6) 2015. While on the phone with dexcom, patient used an alternative transmitter with the reciever and the devices paired properly. At the time of contact, no injury or medical intervention was reported.